Event description:
It was reported that during a colon procedure, while creating the anastomosis, the staples did not fire correctly. Some staples worked and the others didn't. No patient consequences were reported.